Event description:
It was reported the tl60 was used during an unknown procedure. It was reported by the affiliate the staples did not hold. The patient was under anethesia for an additioal 4 hours. No other information is available at this time.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: cartridge position abcd-not loaded, casing position midway, number of staples returned in cartr a-k47v60 bcd-j4, retaining pin position midway, trigger position open/unlocked. Functional tests & results: hook shroud condition good, indicator function properly yes, indicator setting when firing 2.5, knob collar lockout slot condition good, lockout slide tip condition good, safety disengage properly yes, staple heights conforming yes, staples fire properly yes, staples form properly yes. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Instrument was received in good condition. Instrument was fired with reload cartridge and it fired and formed all staples as designed. Staple heights and staple formation were measured and were found to be conforming with respect to mfg requirements. Therefore, it could not be ascertained as to why staple line reportedly did not hold. Mfg and engineering have been notified of reported incident.